Event description:
Low blood glucose readings of 29 and 24 mg/dl on her meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl. The meter was to be returned for evaluation, and a replacement meter will be sent.